Manufacturer narrative:
510k: this report is for unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total knee prosthesis implanted on an unknown date. The patient then had a trochanteric femoral nail-advance (tfna) implanted in 2016 in the same femur. The hip fracture had healed. However, on an unknown date in 2018, the patient developed a periprosthetic fracture distal to the tfna. The patient underwent a revision procedure on (B)(6) 2018. During the revision, the three intact distal locking screws were removed in order to repair the periprosthetic fracture with a variable angle (va) condylar plate and screws. The nail and blade remain intact in the patient. The revision procedure was completed with no issues. This report is for an unknown tfna nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.